Event description:
It was reported that patient presented for scheduled procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited high pacing impedance. It was also noted that lead exhibited high capture threshold and failure to capture. The lead was capped on (B)(6) 2024 and replaced with new lead as a result. There were no patient consequences and patient was discharged.